Event description:
(B)(4). Fatigue, swelling, weight gain, muscle twitching, hair loss, depression, muscle aches, joint pain, pelvic pain, pain with intercourse, back pain, several bacterial vaginosis infections and yeast infections.